Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication required override to remove it along with other medications. A technical support specialist remotely accessed the server and verified that the affected medications were tied to override groups. After reviewing the configuration with the customer, they advised that the goal was to correct the setup, so the users do not need to perform overrides to dispense these medications from station. The issue was impacting approximately 50 medications that require correction. At that time, tss advised the customer that the underlying cause was still unclear and requested clarification to ensure the issue was addressed correctly, specifically asking the customer to explain why these medications require an override in the first place. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medication required override for nurse to pull it along with other medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medication required override for nurse to pull it along with other medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.